Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer stated the coil migration occurred hours after the aneurysm treatment and there is no indication of any issues reported during the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported post the pcom aneurysm procedure, the subject coil mass dislodged from the treatment site resulting in aneurysm re-rupture. The coil mass was not attempted to be removed and remains in the patients m1. The current condition of the patient is unknown. No further information is available. Additional information received on the 28 sep 2023 from the complaint intake center clarified that the treatment occurred because of the aneurysm re-rupture and it was months after initial coil treatment that the aneurysm re-rupture occurred. The coil migration occurred hours after the treatment for the aneurysm re-rupture. Therefore the coil mass dislodging from the treatment site did not result in aneurysm re-rupture.

Event description:
It was reported post the pcom aneurysm procedure, the subject coil mass dislodged from the treatment site resulting in aneurysm re-rupture. The coil mass was not attempted to be removed and remains in the patients m1. The current condition of the patient is unknown. No further information is available.

Manufacturer narrative:
H3 other text : the device remains in the patient.